Event description:
It was reported that the patient had two neurostimulators implanted in 2008, but the one on the right side had to be removed because it failed. The patient did not have any details on the failure.

Manufacturer narrative:
(B)(4).